Manufacturer narrative:
H6: code updated, previously submitted code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis found that the device was wrapped in a towel paper and returned in a (double) resealable bag. Upon return, it was observed that the harness was cut off. The traces of clear sticky residue were observed on the tube near the clamp shell. A syringe was used to inject 15cc of air into the cuff, and the cuff inflated/deflated with no issues. For further analysis, the inflated cuff was submerged in the water for leak observation, and there was no leakage observed coming from the cuff. Same as the cuff, the inflation assembly was submerged in the water for leak observation, and the bubbles and leakage were observed at the proximal end of the inflation pilot pillow. The complaint was confirmed, due to an out of specification condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra op, the pressure continuously decreased even with the use of the intubation tube, and adjustments were made each time to complete the operation. The procedure was completed by continuing to use the reported product. There was no patient injury. After surgery, when the tube was submerged in water, bubbles appeared, suggesting that air may have been leaking from somewhere.